Event description:
The report stated that the ligasure atlas was used in a laparoscopically assisted distal gastrectomy with a ligasure system generator set at 2 bars of power. Upon use on one of the gastroepiploic veins, the device was activated through a full sealing cycle with an end tone, but the seal was incomplete. The surgeon used another ligasure atlas to complete the surgery.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. The customer was asked to provide the patient's age, gender, weight and any medications the patient was taking prior to surgery. The customer has not provided these details. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.